Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system after selecting a patient and clicking "remove," the patient's profile failed to load and the busy icon continued spinning. The nursing restarted the system but requested a ticket be submitted to ensure no underlying issues, as they were currently managing several critically ill patients. There was a in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022-(B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's profile did not load, and the busy icon keeps spinning. A technical support specialist connected to the station, checked logs for information on what was causing the station to hang on drawer access, and applied ka for drawer delay on scan. The system functioned as intended after the technical support specialist troubleshot the device.